Manufacturer narrative:
(B)(4). At the time of this report, the patient was recovered from the peritonitis event and the peritoneal effluent was clear. On an unreported date, antibiotic therapy was complete. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin injection (2 grams, route, frequency, and duration not reported) and tobramycin injection (one bag of 40 milligrams and one bag of 250 milligrams, route, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal and extraneal therapies were ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.